Manufacturer narrative:
The investigation is underway.

Event description:
A distributor reported that a user facility experienced a delay in surgery of more than 15 minutes due to overfilling of the canister and bio-filter, resulting in zero aspiration. The procedure was completed.

Manufacturer narrative:
Additional information collected from the surgeon confirmed that they could quickly switch over to an alternative equipment. Therefore, there was no major delay. Exact timings were not noted but it was absolutely not more than 15 minutes. No device malfunction or serious injury occurred. The information provided does not suggest that this incident may have caused or contributed to a death, serious injury or a serious deterioration in state of health. Recurrence is unlikely to result in a death, serious injury or a serious deterioration in state of health.